Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, patient received a left attune total knee replacement to address degenerative arthritis. There was no reported complication. Patella was resurfaced, and depuy cement was utilized. On (B)(6) 2019, patient's left knee was revised to address implant loosening of the tibial base plate, reported to be at the cement to implant interface--tibial tray was completely debonded from the cement mantle, and subsequent micromotion polished the "undersurface of the tray". The tibial insert demonstrated "multiple pitting and abrasive wear" from three body wear. There was reported evidence of radiographic loosening of the tibial tray and tibial subsidence. The femur was well-fixed, but revised. The patella was well-fixed, showed no wear, tracked well and was retained. A competitor knee system with competitor bone cement was used for revision components. There was no reported complication. Doi: (B)(6) 2014. Dor: (B)(6) 2019; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture insufficient information. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 150600004, work order 3503679 was manufactured on the 11th september 2012. 12 parts were manufactured per specification and all raw materials met specification. No scrapped parts were found to be associated with lot 3503679. Two nc (non-conformances) were found to be referenced in the oms (operation management system) history for lot 3503679. Nc-023923 is unrelated to this complaint mode and lot 3503679. Nc-023923 was created for a cmm report error for the product family pfc sigma cocr tray that are measured on cmm0004. Lot 3503679 is from the attune fixed bearing product family therefore this nc is unrelated to lot 3503679. Nc-009682 was a planned non-conformance raised to document the addition of a second associate visual inspection at the laser step in the process. This nc is unrelated to the complaint mode as the laser mark on a part would not be linked to ¿implant loosening¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.